Manufacturer narrative:
This patient was implanted with two devices. Device 1 is being reported under this MDR and device 2 is being reported under MDR 2247858-2016-00010. Device not returned.

Event description:
"Case went well, patient did well after the case and was discharged. Physician was notified later that the patient had passed away at home. Devices used in case were successfully implanted. "